Manufacturer narrative:
Patient weight not made available from the site. On 07/15/2016 a medtronic representative, following-up at the site, reported the navigation system computer had been replaced. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect computer. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the site alleged their navigation system unexpectedly exited during navigation. Upon exit, the navigation system turned to a boot text screen and became unresponsive. A hard re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The initial power on was successful and post and boots to login screen. 12 hrs of memory test resulted in no errors. Hd smart data reported no errors. There was no hardware evidence that would lead to unexpected app exit. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.